Event description:
Philips received a complaint by the customer on the v60 indicating that the device had no power going into it. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. This investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) was dispatched out to site and verified that the device needed battery. The fse did not initiate repair. Informed the customer to purchase battery and customer agreed to purchase battery in-house. No repairs were completed by the field service engineer as the customer will perform the repair; it was determined that the device failed to meet specifications. No additional details regarding the reported issue will be obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device repaired by an fse, then a new service order will be opened and will be captured through philip's normal complaint procedure.